Event description:
It was reported that using a trans radial artery access approach during a procedure of the mildly calcified, mildly tortuous, de novo, distal posterior descending artery (pda) the 2.0 x 15 mm mini trek balloon dilatation catheter (bdc) was used successfully once for inflation at 6 atmosphere (atm) for about 10 seconds but was unable to deflate after 60-90 seconds. The device was removed still inflated without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: elite, sion blue; guide cath: launcher 6fr ebu35. Evaluation summary: the device was returned for evaluation. The reported deflation difficulty was confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.